Event description:
During the atrial fibrillation procedure, the sheath was inserted into the heart and before inserting the catheter and septal puncture needle, the blood leakage from hemostatic valve was noted. The introducer replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.